Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that no disk space was available. Review of the system log files showed malfunctioning of image processing pc (ippc). The philips engineer has replaced ippc and its hard disk and reloaded software. After replacement of ippc and reloading of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no disk space available. The issue was found during clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.